Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus (including types a, b, c ¿ tubular, d, and e). Some of the complications reported was residual shunt; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. Please note, per amplatzer vascular plug and vascular plug ii, instructions for use, "the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU. Na

Event description:
The article, ¿tubular pda versus other pda types: challenging device choice for transcatheter closure¿, was reviewed. The article presented a retrospective multi- center study to assess the safety and effectiveness of different devices for transcatheter closure of tubular patent ductus arteriosus (pda). Devices included in this study were cook detachable coil, nit-occlud coil, amplatzer duct occluder (ado I and ado ii), amplatzer vascular plug ii (avp ii), amplatzer muscular vsd occluder (mvsd), and amplatzer septal occluder (aso). The article concluded different devices can be used successfully to close tubular pdas in infants and children. Avp ii may be a reasonable option in cases with a relatively narrow diameter. [The primary and corresponding author was (B)(6), with corresponding email: (B)(6)